Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin on keypad assembly. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. They reported that there was same quite sound produced when volume 1 and volume 5 were saved. The insulin pump did not pass self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.